Event description:
It was reported that there was an infection, and the implantable neurostimulator (ins) and lead were explanted. It was stated that antibiotic treatment was necessary for the infection, which had an unknown date of onset and unknown organism. It was noted that other patient symptoms/complications included drainage/incisional wound opening, fever, and redness. These symptoms were reportedly located at the device pocket and lead location. The patient status was alive with no injury/no adverse event. It was stated that the actions required as a result of the event included hospitalization and surgical intervention. If any additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the infection developed 'in spine' 3 weeks post-implant and the entire system was removed in (B)(6) 2012. The patient went on to receive a replacement system in (B)(6) 2013.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger , 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).